Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was stuck on the wire. A jetstream® xc atherectomy 2.1mm catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) on a 13 cm lesion. During the procedure, the thruway wire was passed through and mounted and operated. At the midpoint of the lesion, the catheter tip portion and the wire were kinked and the procedure was stopped. The catheter and the wire were stuck together. The catheter and wire were removed and the lesion was treated with a new wire and a new jetstream 2.4 catheter. The procedure was completed using a drug-eluting balloon (deb). There were no patient complications reported and the patient's condition was reported as normal.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was located from the distal superficial femoral artery (sfa) to tibial-peroneal (tp) trunk. The lesion was described as multiple focal calcium within the whole lesion. The lesion was more than 90% stenosis.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc 2.1 atherectomy catheter. No guidewire was returned with the device. The catheter shaft was checked for damage. Inspection of the catheter shaft showed a severe kink approximately 23cm from the tip. A .014 jetwire was inserted into the device and the guidewire transcended approximately 146cm from the tip and stopped and would not transcend through the device. This device was used with a thruway guidewire which is on the compatible guidewire list. The devices pod was dismantled and the infusion manifold was taken out of the device. The motor was also removed from the pod. The motor showed that the drive coil was sticking out of the drive coil lumen. The drive coil showed a separation from the rest of the drive coil. During insertion of the guide wire the reason it did not transcend through the device was that the separation would not allow the wire to go any further than the damage observed. With the observed damage of the severe kink, the most likely reason for the indication of the guidewire sticking complaint was that the device was used in a very tortuous anatomy and was torqued, pushed and pulled to the point the guidewire was binding inside of the device and stress was being applied to the proximal end of the drive coil and the coil separated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. A jetstream® xc atherectomy 2.1mm catheter was selected for an athrectomy procedure in the superficial femoral artery (sfa) on a 13 cm lesion. During the procedure, the thruway wire was passed through and mounted and operated. At the midpoint of the lesion, the catheter tip portion and the wire were kinked and the procedure was stopped. The catheter and the wire were stuck together. The catheter and wire were removed and the lesion was treated with a new wire and a new jetstream 2.4 catheter. The procedure was completed using a drug-eluting balloon (deb). There were no patient complications reported and the patient's condition was reported as normal.